Manufacturer narrative:
Correction on initial report:

Event description:
It was reported that an incorrect magnesium sulfate 40mg/1000ml and pitocin 10units/500ml dosage was programed on a patient. The customer further stated that it appears that the nurse transposed the medications on the wrong pump module. There was no patient impact.

Manufacturer narrative:
The customer¿s report of a programming error was confirmed in the pcu event log. Analysis of the pcu event log shows pump module s/n 4107642 was initially programmed to infuse oxytocin induction 10unit/500ml (drugid 402) at a rate of 6ml/hr with a vtbi of 450ml and pump module s/n 4066416 was initially programmed to infuse mag sulfate drip wh 40gram/1000ml (drugid 337) at a rate of 50ml/hr with a vtbi of 950ml. Later in the day, the devices were channeled off. The log then shows that pump module s/n 4107642 was programmed to infuse mag sulfate drip wh 40gram/1000ml (drugid 337) at a rate of 50ml/hr with a vtbi of 950ml and pump module s/n 4066416 was not re-programmed. The root cause of the customer¿s report of a programming error was due to user error. No device was returned for investigation. Log review only.

Event description:
It was reported that an incorrect magnesium sulfate 40mg/1000ml and pitocin 10units/500ml dosage was programed on a patient. The customer further stated that it appeared that the nurse transposed the medications on the wrong pump module.